Manufacturer narrative:
The changes are as follows: d.4. Medical device lot #: 8345991, d.4. Medical device expiration date: 2019-08-31, h.4. Device manufacture date: 2018-12-11 h3 other text : see. H.10.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following was reported, "material no: 363083 batch no: 9004632, 8345993. It was reported the tubes were overfilling. It is unknown at the present time if the results were affected. They will be running a report to compare current results to previous. They feel it may be a phlebotomy issue. I ran a report for (B)(6) 2018 and again for (B)(6) comparing pt and ptt results (presumably pre and post the overfill issue). The results were: date:(B)(6), test:pt, volume: 1865, average result: 16.40; (B)(6), ptt, 1029, 30.58; (B)(6), pt, 1792 15.67; (B)(6), ptt, 976 28.73. "

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following was reported, "material no: 363083 batch no: 9004632, 8345993. It was reported the tubes were overfilling. It is unknown at the present time if the results were affected. They will be running a report to compare current results to previous. They feel it may be a phlebotomy issue. I ran a report for dec 3-4, 2018 and again for march 4-5 comparing pt and ptt results (presumably pre and post the overfill issue). The results were: (B)(4).

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9004632, medical device expiration date: 2019-10-31, device manufacture date: 2019-01-04. Medical device lot #: 8345993, medical device expiration date: 2019-08-31, device manufacture date: 2018-12-11. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following was reported, "material no: 363083, batch no: 9004632, 8345993. It was reported the tubes were overfilling. It is unknown at the present time if the results were affected. They will be running a report to compare current results to previous. They feel it may be a phlebotomy issue. I ran a report for (B)(6) 2018 and again for march 4-5 comparing pt and ptt results (presumably pre and post the overfill issue). The results were: date, test, volume, average result: (B)(6), pt, 1865, 16.40. (B)(6), ptt, 1029, 30.58. (B)(6), pt, 1792, 15.67. (B)(6), ptt, 976, 28.73. "